Event description:
There was an allegation of questionable thyroid results for one patient from cobas e 801 module serial number (B)(4). The results were reported outside of the laboratory and were questioned by the physician because the result for tsh was elevated even though the patient's thyroid is not currently underactive. The medwatch with patient identifier (B)(6) is for the tsh assay and the medwatch with patent identifier (B)(6) is for the ft3 assay.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. From the information provided, a general reagent issue could be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization methodology used.